Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a pushed in pin in the lemo prohibited the system's imaging functionality. There are no reports of patient injury or death associated with this event.